Event description:
It was reported that bd eclipse¿ 5-ml bd luer-lok syringe w/ detachable needle stopper was deformed. This was discovered before use. The following information was provided by the initial reporter: distorted stopper.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number: 8274754. The material 305785 was packaged on october 03, 2018, with order quantity of 100,860 ea. DHR was reviewed for this lot number and there are no internal rejects related to the reported issue during this order. All relevant information during the DHR review shown that meet all established manufacturing criteria. Raw material (syringe) part number: 301027: according to the device history record two lost number from part number: 301027 were used for the manufacturing of this lot. 8025817. 8204626. After sample evaluation the reported failure mode can be confirmed since it was observed the stopper distorted on the syringe, therefore bd was able to confirm the customer¿s indicated failure mode but not manufacturing related, since the syringes are received and then loading in to the blister to be sealed after all components were loaded, therefore this is a material supplier issue, however a correct segregation should be performed by bd nogales before loading the syringes and after sealing with the 100% visual inspection. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k980987(syringe); k161170 (needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ 5-ml bd luer-lok syringe w/ detachable needle stopper was deformed. This was discovered before use. The following information was provided by the initial reporter: distorted stopper.